Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent psf and vertebral body replacement at l4 level. Post-op screw loosening and t2 cage subsidence for both l3 and l5 endplate were observed. Patient complications were reported as yes. Initial surgery with levels implanted l3-l5 (1a-1b fixation). Levels implanted will be extended to l2-s1 with jackson technique. The surgeon commented that the patient had weak bones and so the t2 cage got sunk in when the surgeon jacked up the cage.